Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a software error alarm during bolus. The customer's blood glucose was 95 mg/dl at the time of incident. The customer stated that the alarm did not occur while trying to change the setting on the insulin pump using paradigm pal software. The customer stated that the alarm did not occur right after a battery change. The customer stated that the alarm did not occur during priming. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test, displacement test and had no a52 alarm noted during bolus delivery. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and broken belt clip slot.